Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus or basal delivery. The device was not exposed to a magnetic field. Alarm occurred one time in the last 30 days. The customer was unable to rewind. Blood glucose value is unknown. Customer was advised to discontinue the use of the device. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.